Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4) methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4) the device was not returned to bwi.

Event description:
It was reported that signal interference (noise) was observed on all ecgs including carto and recording system during an afib ablation. The physician had no ECG signal available to monitor patient heart rhythm. The issue was resolved by changing the catheter. There is no patient consequence. This event is being reported because lack of continuous monitoring of a patient's heart rhythms increases risk to the patient. It was also reported that a MDR non-reportable event that smarttouch thermocool catheter was unable to map occurred during procedure.

Manufacturer narrative:
(B)(4). It was reported that the catheter displayed the current leakage error and was unable to map. The returned device was visually inspected upon receipt and it was found in normal conditions. The catheter was evaluated for eeprom, carto 3 and sensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.